Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the scarred right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was retracted an anterior cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The arteriotomy was 8f. During the aaa procedure the sheath was upsized to 20f. After the aaa procedure was completed, hemostasis was achieved with the additional pre-placed proglide sutures. Suture placement with two proglide devices was successfully in the left common femoral artery using the preclose technique. Hemostasis was achieved with the two pre-placed sutures in the left common femoral artery. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss/suture retrieval issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.